Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced a skin reaction on (B)(6)2016. The sensor was inserted on (B)(6) 2016. Skin reaction was described as red bumps with dermatitis and an outer layer of skin that was dry and flaky. Reaction was located directly beneath the sensor patch. On (B)(6) 2016 the patient went to the endocrinologist due to the rash at the sensor patch site. The rash was diagnosed as dermatitis and was recommended the use of tegaderm as a layer between the patch adhesive and the skin. Affected area was treated with the recommended tegaderm. At the time of contact, the patient stated that their condition had improved. Additional event or patient information was not provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.